Event description:
This rv lead was implanted on (B)(6)2010 and was explanted on (B)(6) 2013. A report states that this lead had noise issue. The physician was dr.(B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).